Event description:
The reporter asked at what point samples should be sent to the lab. She then said that a pt inr was 5.9 on the suspect device. The lab inr was 4.2. No treatment provided. Controls were in range. The device was replaced and requested to be returned for eval.